Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on 03/24/2018, a loss of connection occurred. Data was received but investigation window does not reflect the alleged device. The probable cause could not be determined. No additional patient or event information is available.